Event description:
On (B)(6) 2007, a (B)(6) female patient was implanted with a gore propaten vascular graft in an a-v access procedure from the radial artery to the median cubital vein. On (B)(6) 2007, the patient presented with thrombosis without stenosis. A thrombectomy procedure was performed.